Event description:
It was reported that device detachment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. While the device was inside the patient, the shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Manufacturer narrative:
E1 (B)(6) hospital. The device was returned for analysis. Visual inspection revealed no issues and the device appeared to be in good condition. No damages or failures were observed on the catheter code board assembly. Microscopic inspection showed the guidewire exit port and tip were in good condition. Impedance testing showed an electrical open 0-10 cm at the distal end of the catheter. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing. Inspection of media provided by the site did not show evidence of the reported issue.

Event description:
It was reported that device detachment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. While the device was inside the patient, the shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.